Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device started to run when the cord was moved. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The complaint was confirmed by the repair technician through disassembly and visual inspection. The motor assembly was affected by corrosion.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device started to run when the cord was moved. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.